Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2024, the florist in the supermarket noticed the patient did not look well and was not speaking. The patient stated she was feeling okay at that time; however, the manager at the supermarket called an ambulance. The patient could not recall event details only that her cgm was displaying 43 mg/dl but was unable to do a fingerstick comparison. The patient woke up in the emergency room. No cgm or bg values were provided during the time of the event and no treatment details were provided; however, the patient stated that based on his symptoms, he felt that the cgm readings were off. The patient was in the hospital for 5 days and discharged on (B)(6) 2024. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.